Event description:
A pt with a previously implanted facet fusion presented with a broken facet joint following a fall. During examination, a previously unretrieved fragment of a k-wire was found to have migrated from the vertebrae. It is not known what caused the migration. The original procedure resulting in the unretrieved fragment had not been reported. Review of CT scan and consult with general surgeon conducted and determined that intervention was not required.

Manufacturer narrative:
A prompt investigation was initiated to obtain relevant info relating to the event. Limited info provided to date. Device has not been returned for eval. Lot number is unk at this time. Investigation remains on-going. F/u report will be filed as add'l relevant info is obtained.